Manufacturer narrative:
According to information received from the patient, patient underwent laparoscopic repair of an umbilical hernia using a ventralex mesh. Two trocar incision sites were made for the repair. Two days later, the patient was treated for a post-operative wound infection in the umbilical trocar site area. The patient was treated with antibiotics and was discharged. The device was not explanted. During a follow up consultation with the surgeon three days later, infection was noted as resolving. While there is no indication that the ventralex mesh was responsible for the reported infection, it is stated as a possible adverse reaction in the product's instructions for use. The IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the information available, it is unclear whether the device may have contributed to the alleged event. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2011, patient underwent laparoscopic primary umbilical hernia repair procedure with ventralex mesh implant. Two trocar/port incision sites were made for implant procedure. One in the umbilical area and the other on the lateral right abdominal area. On (B)(6) 2011, patient presented to emergency room and was diagnosed with a post operative wound infection in the umbilical trocar site area. The other incision, on the patient's lateral right abdomen was healing well. The patient was given IV antibiotics x 3 doses and was discharged from the emergency room to home with oral antibiotic prescription for po antibiotic (bactrim). On (B)(6) 2011 and (B)(6) 2011, patient reported he had follow-up office visits with the surgeon and his reported infection is resolving.